Event description:
During a follow-up, noise was observed on the right atrial (ra) lead. No intervention has been completed at this time. The patient is stable.

Event description:
Additional information was received that the event was observed remotely. The right atrial noise episodes resulted in oversensing. The cause of the event was due to suspected lead damage.